Event description:
While performing a laparoscopic cholecystectomy, doctor was using the laparoscopic hook to dissect. While dissecting, the hook broke off inside of the patient. The broken piece was retrieved with all pieces accounted for. Laparoscopic hook spd sticker reads: (B)(4).